Manufacturer narrative:
Condition and dimensional analysis of the components could not be determined because the devices were not returned. The provided x-ray does appear to indicate an issue with the femoral head prosthesis, likely a fracture, confirming the complaint issue. DHR review could not be conducted, as the manufacturer and item/lot numbers remain unknown. These devices are used for treatment. Without manufacturer, part number, or lot number information, compatibility of the devices cannot be assessed and a complaint history search cannot be performed. There is not enough information to determine a root cause for this issue at this time.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing terrible aches and a fractured head.